Event description:
The stapling device used to staple across a major thoracic vessel did not completely fire therefore the staple line was incomplete across the vessel. The device was a covidien universal gia 45mm tri-staple, vascular medium brown staple load (sequestered).